Event description:
Per advertising I tried replens personal lubricant. I also tried it a second time waiting to be sure other factors were not in play. Both times, using product as directed (one application every three days). Every application brought on side effects (vaginal yeast infection, vaginal or bladder spasms; painful urination, painful vaginal lining, very painful sex). Before trying the second box I waited until these problems went away. They did 2-4 wks after stopping product use and treating yeast infection with fluconazole and the bladder problems with azo twice daily for 10 days. Upon trying replens again, I experienced the same side effects. Ref report: mw5162900.